Event description:
It was reported that through the filing of a lawsuit that the pt began experiencing significant pain and discomfort in the area of the device. It is alleged that further diagnostic workup revealed one or more of the following findings: the presence of pseudo tumor formation, the existence of a significant fluid collection about the hip prosthesis, and/or blood testing indicating the presence of heavy metals ion concentration. It is further alleged that based on these findings and in light of worsening symptoms, the pt will be forced to continue diagnostic testing on a regular basis and faces revision surgery in the future.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional info is available at this time. If additional info is received it will be reported on a supplemental report.